Manufacturer narrative:
H.6. Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of 3 ml bd luer-lok¿ luer-lok¿ tips experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: material no: 309657 batch no: 9048592 it was reported that syringes have molding defect, causing them to leak. Bd 3ml syringe molding defect resulting in leaks when using the bd 3ml syringe infusions in the neonatal ICU.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 3 ml bd luer-lok¿ luer-lok¿ tips experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: material no: 309657, batch no: 9048592. It was reported that syringes have molding defect, causing them to leak. Bd 3ml syringe molding defect resulting in leaks when using the bd 3ml syringe infusions in the neonatal ICU.